Event description:
A healthcare professional reported a corneal perforation during a corneal rings procedure in the right eye. The ring segment was moved into the anterior chamber just after implantation into the stroma. Surgeon explanted the ring segment from the anterior chamber and another ring segment was implanted using the same tunnel. Surgeon used the pentacam rings map to plan the tunnel and didn't consider the one hundred and twenty five microns from tunnel plane to the endothelium.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, fse (field service engineer) performed system verification and concluded the cutting depth tests are in specification, no change since last site visit (as per service installation record). System meets company specifications. Logfiles review for the day of treatment shows no relevant errors or any relevant warnings. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Treatment report evaluation shows based on the provided measurements, the treatment was planned at a depth of three hundred and seventy five microns with thinnest pachymetry at four hundred and sixty eight microns measured, which passes the recommended limit. This is below the respective minimum of one hundred and twenty five microns as given in the training protocol. Clinical bulletin sixty one describes the recommended safety margin of more than one hundred and twenty five microns from the thinnest point. Also possible microbubbles are observed at 12 o'clock in treatment report. The location of the microbubbles is very close to the thinnest point of the cornea, according to the pentacam images. These microbubbles that appear in the photo show possible laser shots in the anterior chamber, in the aqueous humor, since the tunnel was made very close to the endothelium, with probable perforation. As per initial reporter ( local clinical application specialist) although the implantation of the ring was successful intraoperatively, the review of the slit lamp treatment found that, with eye movement, the ring segment, through this point in the tunnel path, found a path and migrated to the front chamber. Our recommendation is to consider a safety margin of at least one hundred and twenty five microns between the plane of the tunnel and the thinnest point of the cornea. Doctor uses the pentacam ring implant map and considers the pachymetry values measured by the pentacam in the area where the ring will be placed. The root cause could be identified as user handling, not complying with the recommended cut depth, specifically not following the instructions in the training protocol by cutting at a depth where the resulting distance between endothelium and stromal bed is cut below the minimum (125 m). The manufacturer internal reference number is: (B)(4).